Event description:
Zosyn 4.5g vials with b braun 100 ml pab containers connected with add ease (20mm) binany connecters. This products is shipped to pt via fedx. Two days later pt reported that on arrival medication was in liquid form in 18 of the 21 vials. -not stored in refrigerator. Replaced product with pre mixed zosyn.